Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshoot this issue with the customer over the phone. The customer was recommended to replace graphical user interface (gui) to breath delivery (bd) cable. Covidien was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator generated errors which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the event occurred.